Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens power change. Additional information has been requested and received stating that there was lens power change, unexpected target refraction. Lens was explanted and replaced with unspecified lens.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol received in a company iol lens case with a non-company label applied over the company label. Sn was handwritten on the non-company label. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and is returned adhered to the optic surface, the other haptic is slightly deformed. The optic is torn/split-cut dividing the iol in two. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).